Manufacturer narrative:
Per biomedical engineer it was reported that the device displayed a battery failed alarm. The biomed replaced the battery to address the reported issue. The customer reported that the battery lot code and/or serial number is unknown. The customer discarded the battery.

Manufacturer narrative:
Device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported.

Manufacturer narrative:
The removed battery assembly was returned to the failure investigation lab (fi). A visual inspection of the battery assembly revealed no evidence of damage or contamination. The fi technician installed the battery assembly into a fi ventilator to duplicate the reported issue. The returned battery assembly was tested, and the customer complaint was duplicated. The root cause cannot be determined without opening the battery package. The battery will be returned to the manufacturer for further analysis.

Manufacturer narrative:
Report date: 01sep2021. There was no patient involvement.

Event description:
The customer reported that the has a v60 battery and it is not holding a charge. The customer reported that the unit was not in use on patient. The customer contacted product support and reported a v60 that is not holding a charge. She believes it could be the battery. She explained the battery has a mfg date of 3/2/2018. Product support informed customer we have a 90-day part warranty. She plans to order a replacement battery. Customer was unable to troubleshoot unit and could not check the charging system of the battery. Further information is pending.